Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of over 600 mg/dl with high ketones that were identified as dangerous my a healthcare provider. The customer attempted to self-treat with a supply change but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on (B)(6) 2024 with issue resolved and no permanent damage. The customer reverted to manual dose injection.